Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to lead noise. Noise was reproduced in clinic with pocket manipulation. Loss of capture was also noted. Lead was capped and replaced. Patient was discharged without complications.